Manufacturer narrative:
(B)(4).

Event description:
The patient's ventricular septal defect was attempted to be closed with a 6 mm amplatzer muscular vsd occluder (muscvsd) but it embolized to the left ventricle and was retrieved without harm to the patient. The defect was successfully closed with a larger 8 mm muscvsd.

Manufacturer narrative:
Additional information: device available for evaluation? The results of this investigation confirmed the amplatzer muscular vsd occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.